Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.initial reporter phone: (B)(6).

Event description:
It was reported that panel phoenix nmic/ID-307 mis-ID for proteus mirabilis using 449289 lot 2291573 nmic/ID 307. The following information was provided by the initial reporter: reports receiving mis-ID for proteus mirabilis using 449289 lot 2291573 nmic/ID 307. Incorrect identification of escherichia coli on a proteus mirabilis ran (B)(6) 2023 (first isolate). (Sequence (B)(6)). Incorrect identification of escherichia coli on a proteus mirabilis ran (B)(6) 2023 (second isolate) (sequence (B)(6)).

Manufacturer narrative:
H.6 investigation summary: this complaint is for misidentification of proteus mirabilis as escherichia coli when using phoenix panel nmic/ID-307 (449289) batch number 2291573. The customer did not return panels, phoenix generated lab reports or isolates for the investigation. To investigate, four (4) retention panels from the complaint batch 2291573 were tested using qc isolate p. Mirabilis a29906 on a phoenix m50 machine and evaluated for identification results. Additionally, four (4) retention panels from the complaint batch 2291573 were tested using qc isolate e. Coli a25922 on a phoenix m50 machine and evaluated for identification results. All eight (8) panels returned the expected identification results. This complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Bd encourages you to consider the following parameters to optimize results within your laboratory. Qc testing should only be performed on 2nd pass subcultures and avoid using colonies that have been sub-cultured multiple times. Isolated colonies are to be used for inoculation and carefully check purity plates to ensure the inoculum consisted of one isolate type. Optimum performance comes from using fresh 18-24 hour, well-isolated colonies. Ensure proper, sufficient inoculum density. Allow bubbles to dissipate after vortexing. Properly calibrate the bd phoenixspec¿ nephelometer with in-date mcfarland calibration standards. Use swabs with minimal fiber shed . Make the proper inoculum density for the inoculum system setting (i.e., if preparing a 0.25 mcfarland inoculum, ensure that the system is set to 0.5 inoculum mode). Volume of ID broth should be visually assessed for any obvious low fills. Ensure proper incubation temperature and environment. Use the correct media type as listed as acceptable for use in the user¿s manual (note - it is helpful to disclose the media type and vendor when providing the details of the complaint). Handle panels by only touching the sides; touching the front or back of the panels may cause interference in the readings and lead to errors. Follow user¿s manual instructions for time limits on pouring inoculated ID broth into the panel and placing the panel into the instrument; extended periods of time outside of the stated limitations may yield errors.

Event description:
It was reported that panel phoenix nmic/ID-307 mis-ID for proteus mirabilis using 449289 lot 2291573 nmic/ID 307. The following information was provided by the initial reporter: reports receiving mis-ID for proteus mirabilis using 449289 lot 2291573 nmic/ID 307. Incorrect identification of escherichia coli on a proteus mirabilis ran 2/9/2023 (first isolate) (sequence 502891281837) incorrect identification of escherichia coli on a proteus mirabilis ran 2/9/2023 (second isolate) (sequence 502891281905)